Event description:
Dr. (B)(6) stated that while office hygienist was operating gx 770 equipment, horizontal arm broke loose from the control end of the arm and fell down on the floor missing the pt. Nobody was injured. Did not rescan the pt.

Manufacturer narrative:
Gx - 770 will be evaluated upon return to the MFR. A f/u report will be submitted to FDA when investigation is complete. There was no pt or user injury associated with this incident.